Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): 419488 lead; 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. Blood cultures were taken, and the results came back with no growth. Wound cultures were collected with no results. Antibiotics were administered and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replace. No further patient complications have been reported as a result of this event.